Manufacturer narrative:
Received one device. The customer complaint of air in line was not replicated but was confirmed during the event log review. The flat gear and hub gear were out of alignment causing the dual flag gear to make contact with the cam sensor/optic sensor. Replaced the downstream occlusion sensor (dso) bezel, dso seal, optic switch, optic switch bracket, motor, flat gear, hub gear, dual fag gear, expulsor foam, small bearing, large bearing, gasket 1, gasket 2, cam shaft, flag disk retainer, keypad, overlay, side label, and rear label. Performed sensor calibration. Performed performance verification tests (pvt) , unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was air in-line error. The event occurred during testing.